Event description:
User received discrepant estradiol results for 6 patient samples. Estradiol testing was performed for ivf testing for each patient sample. Sample type is serum. 6 patient examples were provided. 4 of these patient samples generated results accompanied by data flags notifying the user the results were outside the measuring range of the assay. 2 patient samples were discrepant. Patient 1, initial result gave 1219; repeat gave 32.44 mg/ml. Patient 2, initial result gave 2781; repeat gave 29.45 pg/ml. Initial results were reported and were corrected with repeat results. User said they had a doctor call requesting a patient sample be repeated - it is unknown which patient sample was questioned by the doctor. Patients were not treated based on the results reported. Estradiol reagent lot number, 15470101. The field service representative could not find a cause or duplicate the issue. He checked sv33 ews dispense valve finding rust inside and cleaned solenoid valve. Performance check tests were performed before and after service with no problems observed.